Manufacturer narrative:
Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there is one previous complaint of the same code-batch regarding other issue. There are no units in our stock. We have received one open and unused sample with the needle detached from the thread and the thread is still wound on the pack. We have checked the needle of this open sample received and has rests of thread inside the needle hole (see enclosed picture), probably caused by an excessive strength applied to attach the thread to the needle during manufacturing process. Taking into account that no other customer complaints have been received concerning this issue for this code-batch we consider that this is an isolated unit. Reviewed the batch manufacturing record, there are no incidences related to this issue and the results during the process fulfill usp/ep and b. Braun surgical requirements. Final conclusion: taking into account that the results of the sample received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the sample received.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with the novosyn suture. Upon opening the packet, it was noted that the suture and needle were detached. The product was not used.